Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was scheduled for a right ventricular lead extraction. On the day of the extraction, it was noted that the patient developed sepsis. The physician did not allege that the infection was device/procedure related. The rv lead was also reported to be fractured. The pacing lead impedance was high and out of range for the rv lead, but this alert was triggered on (B)(6) 2017. Mechanical extraction was attempted but was not completed. The patient had problems with her renal function and the lead was not easily manipulated. The physician started extraction on the rv lead, but around the svc coil, a piece of the coil broke off and was dislodged. It was decided that the case would be aborted and that a surgical extraction would be attempted instead. The rv lead was cut and capped. Patient was stable.